Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The surgeon reported that he the patient who had been implanted with an exeter stem is being revised. The stem broke following a low fall from a bed.